Event description:
The customer reported cleaning up an accidental spill of performance verifier I and ii without the recommended protective equipment (gloves and eye protection). Improper handling of the performance verifier control material has the potential to cause the transmission of disease, as there is no complete assurance that infectious agents are absent.